Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 52 mg/dl at the time of the incident. Customer stated that they received loss of communication alert and cannot find sensor signal. Customer said that they also had an issue with the transmitter not holding the charge and getting frequent calibration request and not holding the charge. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.